Event description:
The patient reported that she had shooting pain down the right arm every two or three days. The patient also reported that her implantable pulse generator (ipg) had ¿completely turned around¿, was sideways in her chest, and that she had to push it back into place. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2011. (B)(4).